Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to fluid loss. All components of the existing device were explanted and replaced with a new aus. No patient complications were reported. The explanted components are not expected for return. No further information is available. A supplemental report will be submitted should additional information be received.